Manufacturer narrative:
(B)(4).

Event description:
No readings", "sensor error" or "brief sensor issue.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.